Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify led anomaly due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had black stain on the insulin pump. Customer stated that insulin pump functioning fine. Customer also experiencing that they had high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.